Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope when plugged in to the processor exhibited a blank screen and would not produce an image. The issue occurred during a therapeutic laparoscopic hernia procedure, which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, but there was fog-free error message 104 on screen, objective frame has dent and the objective lens debris under distal cover glass . A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer